Event description:
Report from international affiliate that an overdelivery occurred with this device. Heparin was being infused and the infusion finished sooner than it should have according to the rate at which it was set. There was no report of patient harm. No information as to the settings, volume or times.